Event description:
Customer reportedly obtained a result of 4.9 inr on the coagucheck xs system and 1.66 inr on a comparison lab. Coumadin was held the day of the test. Based on lab result, coumadin was adjusted. No adverse event reported. Requested return of suspect sys, however strips are unavailable for return.